Event description:
It was reported that the pump experienced a malfunction. The customer could not confirm the fault ID because the pump's battery fully drained and turned off. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to a brand-new pump for insulin therapy.